Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezc2588 showed no other similar product complaint(s) from this lot number. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the venous extension leg was confirmed, but the exact cause of the damage is unknown. One hemosplit 14.5fr d/l catheter was returned for investigation. The catheter was received in two segments. The cross section of the adjoining ends of the catheter exhibit a glossy and striated surface, which is indicative of a cut made with a sharp instrument, such as scissors. The catheter had been cut 0.5 cm proximal to the surecuff, and was most likely done after the catheter was removed. The reason for removal appears to be attributable to a leak in the venous extension leg. A 3.5 mm circumferential split was found in the venous extension leg at the proximal end of the bifurcation. The split was detected when water leaked from the extension leg during a functional test. A microscopic examination of the circumferential split revealed a rough and granular surface, which is indicative of a tear in the tubing. The tear may have developed over time. In the same area, the venous lumen also exhibited 4.0 mm section of tubing that was beginning to split or crack parallel to the axis of the tubing. A microscopic examination of the longitudinal split revealed that the damage was noted on the external surface of the extension leg and did not penetrate the tubing. The extension legs, priming volume tags on the clamps, bifurcation, and a 1.5 cm section of d/l tubing adjacent to the bifurcation were stained yellow, which indicatives that chemicals were used on the catheter. The damaged extension leg may be attributable to a combination of chemical degradation and material fatigue; however, the exact cause is unknown. The chemicals used on the catheter are unknown. The product IFU states, ¿acetone and peg-containing ointments can cause failure of this device and should not be used with polyurethane catheters. Chlorhexidine patches or bacitracin zinc ointments (e.g., (B)(4) ointment) are the preferred alternative.¿ the IFU also provides guidance to avoid sharp or acute angles which could compromise the opening of the catheter lumens. No defects related to the manufacturing process were noted on the catheter that would contribute to the damage observed on the venous extension leg.

Event description:
On (B)(6) 2015 ,it was reported that a hemosplit was removed due to an alleged fracture in luer. On 12/23/2015 - returned sample shows a leak in the venous lumen without damage to the luer.